Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient's coronary sinus was dissected. An echo was completed post procedure and pocket closure and a pericardial effusion was noted. The physician performed pericardiocentesis and the patient coded. Multiple attempts were made to resuscitate the patient. However, the attempts were unsuccessful, the patient was pronounced deceased.